Event description:
It was reported that during a laparascopic tubal ligation, one of the gaskets form the trocar was dislodged. The surgeon was able to retrieve the gasket by removing the applicator. No patient consquence.